Manufacturer narrative:
The MFR did not receive the affected devices, x-rays. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the pt's counsel that his client received a durom us acetabular component 50/44 j, metasul large diameter head 44/j and head adapter m/0; 12/14-18/20, right side, on (B)(6), 2007. His client underwent revision surgery on (B)(6), 2014 due to pain, elevated levels of cobalt and chromium in her blood and pseudotumor.